Manufacturer narrative:
The explanted equipment will not be released by the medical facility for evaluation.

Event description:
The patient's system was explanted due to infection. The patient was hospitalized for four days.